Event description:
Information received from the field notes that post open heart surgery, initial interrogation revealed a message that one or more values were unknown. Pressing continue gave the message that the device was in back-up mode. Multiple attempts to restart the microprocessor were unsuccessful. Therefore the device was replaced. The device was exposed to electrocautery.